Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement and self tests. No unexpected missing segments/partial displays were noted. The thin white line that the customer describes in the complaints section is due to the fact that the thin plastic strip located above the lcd is missing.